Event description:
Three broken anchors of twinfix ultra 4.5 plla/ha ¿ (B)(4). E-mail received confirmed all pieces of the anchors were removed from the patient. Surgeon did not use ao two-finger technique. The surgeon used 4,5 mm dilator.

Manufacturer narrative:
Two devices were returned for evaluation. Each dive the anchor is broken at the suture eyelet and inserter tabs. The tabs that interface with the anchor are also bent. The breaks are angular in nature. As reported surgeon did not use the ao two-finger technique when inserting the anchor which is required per the devices IFU. (B)(4).